Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results for patient samples. The following data was provided (customer's reference range 9.01-19.05 pmol/l): patient 1 (B)(6) 2024. Initial result = 20.73 pmol/l, repeat results = 16.11 pmol/l, 17.28 pmol/l. Patient 2 (B)(6) 2024. Initial result = 22.55 pmol/l, repeat results = 17.93 pmol/l, 17.56 pmol/l, 17.49 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section h4 - device mfg date updated from blank to 1/15/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 59141ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history records did not identify any non-conformances, potential non-conformances, or deviations associated with the list number and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified for alinity I free t4 reagent, lot 59141ud00.

Event description:
The customer observed falsely elevated alinity I free t4 results for patient samples. The following data was provided (customer's reference range 9.01-19.05 pmol/l): patient 1 (B)(6) 2024 initial result = 20.73 pmol/l, repeat results = 16.11 pmol/l, 17.28 pmol/l. Patient 2 (B)(6) 2024 initial result = 22.55 pmol/l, repeat results = 17.93 pmol/l, 17.56 pmol/l, 17.49 pmol/l. No impact to patient management was reported.